Event description:
The overall problem, is not a single event, but rather state of the system where frequent instances of the infusions pumps disconnect from the wireless network and reconnect again. Our hospital uses interoperability, wireless bi-directional integration between our infusion pumps and our medical records system, that allows automatic programing of the infusion pumps using the information from the order. This reduces need for manual entry of the order information and minimizes chance for med error. During these disconnects that infusion pumps go through, the interoperability is not available and bedside clinicians are forced to use manual programing to program infusions. This puts the patients and caregivers into unnecessary risk to create an med infusion error. Also to note is that our hospital uses aruba wireless network.